Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Customer reported that during the phacoemulsification portion of a cataract procedure small white particles were seen in the eye and on the phacoemulsification tip. The surgeon was able to remove most of the white particles, however, some were retained in the eye.